Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mh6622 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke when sewing during debridement and suture. Changed to another device to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.